Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. (B)(4). Expiration date= na. Lot number = (10)0668a. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A wife called in to report that her (B)(6) male husband got a burn from the non stick pads. She stated that he was using the pad to help cover a wound on the top of his foot. She stated that he used 1 pad on (B)(6) 2018 and only had it on for about 2 hours and the last time he used it was on (B)(6) 2018. He is still experiencing the symptoms because his foot is still a little red. He did go to the an urgent care doctor and she prescribed him an antibiotic cream to help treat it.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured between (B)(6) 2018 and (B)(6) 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.